Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition(case damage with moisture) issue. It was alleged that the battery compartment was damaged and there was moisture in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission 12/09/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/18/2016 with the following findings: during investigation, no moisture was found in the battery compartment. A leak test was performed and failed due to cracks in the battery compartment from the threads to the left side of the grip pad, and from the threads to the grip pad. The pump was opened to find no moisture. Unrelated to the original complaint, an additional crack in the battery compartment was found from the case seal to the grip pad. A leak was not found at this location. Additionally, the display was dim with letters having a red hue. The battery compartment threads were stripped and were unable to be secured. A test cap was able to hold for testing.